Manufacturer narrative:
The investigation determined that higher than expected vitros na+ results were obtained on a vitros 350 chemistry system when processing a vitros quality control fluid. The investigation was unable to determine an assignable cause. There was no precision testing performed to confirm the performance of the vitros analyzer; however, there was no indication of an issue with the analyzer and the customer is not having any performance concerns with any other assay. Therefore, an instrument issue is not a likely contributor to the event. There were no historical qc results provided to evaluate performance of the vitros na+ prior to the event; therefore, a vitros na+ reagent issue cannot be ruled out as a contributing factor to this event. The customer performed a recalibration of vitros na+ lot 4206-0961-7645 and the vitros na+ quality control results were acceptable when processing vitros performance verifiers indicating acceptable performance after the calibration event. The tsc reviewed na+ slide cartridge, erf fluid and qc fluid handling and indicated they are following all handling protocols as recommended on the vitros instructions for use for each product. However, the na+ results provided are non-reproducible suggesting a potential pre-analytical handling issue, but this could not be confirmed.

Event description:
A customer obtained higher than expected vitros na+ results when testing a non-vitros quality control fluid on a vitros 350 chemistry system. Vitros performance verifier I lot j4810 vitros na+ results 138 and 167 mmol/l versus expected vitros na+ result 122.3 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros na+ results were obtained when processing a quality control fluid. No patient results were affected. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. (B)(4). This report is number two of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved.